Event description:
Doctor reported that customer was hospitalized due to high blood glucose. Doctor stated that when they pulled out the cannula it was bent. Doctor had customer monitor their pump and blood glucose and will call back if needed further assistance.